Manufacturer narrative:
Suspect medical device brand name = pipeline flex w/shield technology model number = ped2-500-16 the device has been returned for evaluation and device analysis is anticipated. A supplemental will be submitted upon completion of investigation.

Event description:
Medtronic received information that during treatment of an aneurysm located in the para-opthalmic segment of the right internal carotid artery (ica) two devices did not open. It was reported that the first device attempted ((B)(4)) did not open distally. The device was resheathed two times; however the device would not open. The device was removed together with the microcatheter and the device was found damaged at the distal end. A second device ((B)(4)) was attempted and the same problem was encountered. The device was removed together with the microcatheter and also found damaged at the distal end. The patient was not treated. Post angiographic results were very good. No patient injury was reported.

Manufacturer narrative:
The pipeline pushwire and braid were returned for evaluation. As received the braid was not attached to the pushwire, the distal and proximal ends of the braid could not be determined. The braid was observed to be fully open with one end having moderate fraying. No other anomalies were observed. Based on the device analysis the clinical observation could not be confirmed. We are unable definitively determine the cause for the reported experience. It is possible that the damaged braid may have contributed to the reported issue. However the cause for the damage could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Note: suspect medical device brand name = pipeline flex w/shield technology, model # = ped2-500-16.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.